Event description:
It was reported that during an orthopedic surgery (hip endoprosthesis) with tiva anesthesia, the customer noticed a burnt smell. Upon inspection, found that the connection between the power source and the docking station had started to melt. Before any fire occurred, the monitor was immediately switched off and disconnected from the mains. The patient was not harmed.

Manufacturer narrative:
D10 concomitant products: pmb4000ceifu-we, pmb4000ceifu-we bis mon-IFU w europe (serial# j(B)(6) 186-0195-ams, 186-0195-ams aspect bis x x1 (serial# (B)(6) 186-0107, 186-0107 pic+ x1 (lot# gr106685) 186-0106, 186-0106 quatro sensor x25, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted power supply connector stuck inside of the docking station charging port due to the connector housing melting. When examining the outer surface of the docking station, thermal damage was observed. Functionally, charring and thermal damage was observed on multiple components near the charging port on the board (pcba). The area of the pcba near the vent of the housing appeared to contain an ingress stain. The power cord was examined and there were no signs of exposed copper wires. The back metal plate inside of the docking station contained signs of corrosion along the top edge, however there was no obvious signs of thermal damage near the plate. The tablet was connected to ac power using a known good power supply and the system power on and completed post (power on self test) without generating any errors. When examining the tablet there were no signs of physical or thermal damage. The tablet was not affected by the docking station that was used at the time of the event. It was reported that during an orthopedic surgery (hip endoprothesis) with tiva anesthesia, the customer noticed a burnt smell. Upon inspection, found that the connection between the power source and the docking station had started to melt. Before any fire occurred, the monitor was immediately switched off and disconnected from the mains. There was no power outage at the time. The general power strip on the infusion stand was used. The anesthesia device was connected to a general socket in the operating room. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.